Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient requested information on her devices and implant and explant dates. Pt states they removed the entire system years ago. Pt states they had to move the scs three different times and 4th had to actually take out. Pt states the device initially was forced on pt and now that clinic has gone under. Pt did not have name of hcp and states still has issues to this day because of all this. Patient states after that it never worked and shocked her regularly and migrated out of her skin 2 more times after that and on the 4th time after it migrated they decided they were done because it kept shocking her and the unit never worked so they kept coming in to get it worked on and reset it up and it literally has caused her years of suffering since. Agent asked when the first device had to be moved and patient states the lead the first time was the lead because they has ehler danlos. Patient then states they put the lead back in but then had to move the stimulator like 3 different times on the fourth time they took it out and that happened in (B)(6). Patient mentioned they have autism and adhd. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent tx to prs pt states 5-7 years ago this was removed but pt states doesnt remember. Agent could not clarify event dates as much information was provided. [See related/ omitted information in, (B)(4) - 2nd ins sticks out/ shocking, (B)(4) - lead migration/ revision, (B)(4) - 1st ins].